Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call they experienced the hyperglycemia. The blood glucose was 592 mg/dl. The customer had transmitter and the sensor connecting issue. The device will not be returned for the analysis.